Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The therapy cable was changed as a precaution measure. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device does not recognize a connection through its defibrillation paddles. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.